Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 90-year-old female noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. The pump encountered delivery issues and was unable to be implanted in the first access site; wires were unable to be passed across the stents found in the patient's aorta. Subsequently, the pump was implanted at a second site that was a little higher on the right femoral site. No patient harm was reported.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.